Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds such as nasolabial folds.

Event description:
Pt had an injection of hydrelle and had pain, swelling, redness, cyst and hard knots. The pt was tac 20 injection to the area and doxycycline, doryx and prednisone taper. Swelling and knobs are gone.